Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that the ventricular lead exhibited unipolar and bipolar impedances of greater than 2500 ohms and capture anomalies. The lead was capped and replaced.